Event description:
Meter name: one touch ultra. Strip name: one touch ultra test strips. Meter code: unknwon. Strip code: unknown. Strip storage: unknown. Symptoms: none. A pt reported they were unable to test, and unsure about blood glucose readings. Their meter allegedly would only prompt err5, the control solution is out of range on the low side and strips and damaged. Their result on their meter was 274mg/dl. No other blood glucose tests reported. No comparison reported. Treatment was: took insulin. No further info has been reported.